Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify was not working. A technical support specialist (tss) gathered all details related to the case, including the patient identification, site name, and time of request. The tss checked the care representatives myqlink rx verify list, restarted the application, and rebooted the cabinet to rule out any system issues. The tss reviewed the application services platform synchronization status and confirmed that it appeared normal. The tss then contacted the customer support internal team for further assistance. While awaiting a response, the tss observed that the rx verify request appeared in the care representatives list, was approved, and the medication was successfully issued. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user had made an rxverify request; however, the pharmacy had not received the request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.